Event description:
Consumer reports family memeber is receiving false readings from their plink meter. Repot testing is consistenly high. Had meter checked against hospital meter (brand unk). Analysis run on clark error grid using competitive reading (298, 270) as ref. Point vs. Bd readings (490, 106) yielded data points in the c/d range of the grid, outside acceptable limits.